Event description:
It was reported that during a "tvt" procedure, the mesh detached from the needle. The physician was able to complete the procedure by suturing the mesh to the needle. There were no adverse patient consequences reported.